Event description:
It was reported that a edwards bioprosthetic aortic valve was explanted due to aortic stenosis and regurgitation after an implant duration of 58 months, and replaced with a non-edwards valve. The operative report indicates: "the valve was tricuspid and severely stenotic. In the process of excising the valve, it appeared to create a ventricular septal defect between the left ventricular outflow tract and the right ventricular outflow tract [it was then repaired].... [At the end of surgery] the patient tolerated the procedure well. The patient was transferred to the ICU in satisfactory condition."

Manufacturer narrative:
Evaluation: method: device received; evaluation not yet begun. Additional manufacturer narrative: device evaluation results, as well as edwards investigations and conclusions, will be reported once completed.

Manufacturer narrative:
Method: x-ray. Evaluation summary: as received, tissue tears were noted at leaflet 2 and 3 at commissure 3 along the attachment. The cut off tissue was not returned. The tears measured to approximately 5 mm. Calcification was noted in the region of the tears. A tear was also noted at leaflet 2, commissure 2. The tear measured to approximately 3 mm. It may have been due to mechanical damage, as commissure 2 appeared to be pushed out. Moreover, leaflet 1 was mostly cut off, where approximately 3-5 mm of tissue remains along the attachment; calcification was heavy in the remaining tissue of leaflet 1. The valve exhibited heavy calcification in the cusp area of leaflets 2 and 3. At the free margins, calcification was heavy at leaflets 2 and 3 at commissure 3. Calcification restricted mobility in the leaflets and most likely to stenosis. Additional manufacturer narrative: the evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality that may have caused or contributed to the event.